Event description:
A complaint of imprecise sequential readings was received on a customer's xceed meter. A diabetes representative reported that the customer had been taken to hospital with severe hypoglycemia. The customer had been obtaining readings higher than usual for one week. Readings of 4.7, 5.4, 17 and 21mmol/l were obtained on the meter. The customer injected extra insulin based on the readings and lost consciousness. The customer was taken to hospital with severe hypoglycemia. Though, when plotted against the average on a parkes error grid, the results fall in the 'b' and 'c' zones they are not clinically significant as they were not taken within a ten minute timeframe and the customer ate between tests.

Manufacturer narrative:
The meter was tested with control solution at the hospital and results were within the assigned range. The meter has been requested for investigation. The test strips are not available. A follow up report will be submitted if the meter is received.